Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a 61mm thoracic aortic aneurysm. Vnmf3131c229tj was implanted distally and vnmf3737c229tj was implanted proximally. It was reported that when the tip capture was retrieved for vnmf3737c229tj it caught on the top portion of the stent graft and the stent graft migrated distally. An additional stent graft vnmc3737c223tj was implanted proximally and the event was reported to be resolved. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.